Manufacturer narrative:
Data logs were reviewed, and it was found that the placement signal not reliable alarms were optical signal related, so the failure mode was changed from placement signal to optical signal issues. Data logs are only available for the first 3 days of support. From case start, pump flows struggle to achieve specification for p-9 (3.7-4.2 l/min). The motor current is quite unstable while running at p-9, there are 23 triggers of the suction alarm during the first 5 hours of support, and when placement signal metrics are active, cvp is a negative value. These are all indications of environmental factors altering the optical signal. Clinical details report that placement signal not reliable began triggering during heart manipulation when closing the patient's chest, which could have also played a role in the noise in the optical signal early in the case. Product was not returned for investigation. Based on clinical details and data log review, the root cause of the optical signal issue was determined to most likely be patient condition. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
Us complainant reported the patient was on impella rp flex support. While on support, placement signal unreliable alarm appeared. Audio alarms were silenced. Patient expired while on support.